Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements and was capturing the atrial pacing. X-ray confirmed that this lead was dislodged. The lead was abandoned electrically. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.